Manufacturer narrative:
We were not able to investigate further as product was not returned by consumer. Manufacturer has tested the retained samples for tuft retention and the samples were found within specification.

Event description:
Bristles coming off while using the toothbrush.